Manufacturer narrative:
This info was not provided on medwatch received. Subject device remains in the pt. No investigation could be performed, no conclusion could be drawn as no device was returned. Mfg records could not be reviewed as no lot number was provided. MFR date cannot be determined without a lot number.